Event description:
Facility reports the bag leaked at the port site. The bag was stored in vapor phase for two months and was being removed by a technician preparing the hpc-a cells for infusion. The cells were not infused from the bag, however, the patient did receive cells from another stored bag. The facility reported that no serious injury or medical intervention was necessary related to this event.